Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that thirteen (13) years, six (6) months post implantation of this 23mm bioprosthetic surgical heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic restenosis. As reported, the patient presented with nyha class iii symptoms, dyspnea, and edema. Due to her increased risk for complications of conventional avr, the patient underwent successful placement of a 23mm transcatheter valve. Tee revealed no evidence of perivalvular or central insufficiency and a well functioning valve. There were no reported complications and this (B)(6) female was transferred to the ICU in stable condition.